Event description:
The pt never had therapeutic effect; the "medication is coming out of the back of the pump and not going through catheter". The pt's pain was "a constant 6". The pt was working with the physician to determine what to do next and was considering a stimulation system. The device system was used to deliver dilaudid. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).